Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient x-rays show progressive lucent lines and continues to complain of pain. A poly exchange was performed on (B)(6) 2023 and a der was submitted. The femoral component was removed with ease and cement had not adhered to the bone. However, the femoral sleeve was ingrown and had to removed utilizing significant effort. The tibial tray was well fixed, however, the tibial sleeve only showed fibrous tissue, indicating that it was loose. The patella was also removed quite easily. The surgeon routinely utilizes depuy 2 with gent for his revision procedures, however it is hospital owned so not in any of my records. A full revision off all components was preformed with no delay nor patient harm. No wear was noted and all components were appropriately sized and aligned. No lot information was available, as optimize did not capture this data when migration from compass to optimize occurred. Doi: (B)(6) 2022. Dor: (B)(6) 2024. Affected side: left knee.